Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced a tip clamp and two plunger clamps in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to svc. Post repair it was decided that the instrument shall be replaced.